Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the device replace the backplane pcba (printed circuit board assembly) communication board. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator experienced an unspecified failure with a burnt smell observed. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the communications backplane printed circuit assembly (pca) was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. Due to the information provided on the reported failure, a preliminary check was performed using a digital multimeter (dmm), where it was found that there was a short circuit across the 5 volt line to ground. There were no signs of thermal damage on the communications backplane pca, therefore the short circuit is most likely to be on the internal tracks of the pca. It is unknown how this failure occurred, but one possible cause could be due to a power surge. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator experienced an unspecified failure with a burnt smell and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.